Event description:
Reporter reports, she had the atrium hernia mesh implanted in 2002 and by 2005, she began to experience horrible side effects. This includes, excruciating pain, numbness in her legs, organ prolapse and incontinence, severe infections, fever, vomiting, nausea, headaches, depression and barely able to walk just to name a few. She pleads with the FDA to help her to get this device out of her body and also provide her with more info about this device.